Event description:
It was reported that the user contacted support for assistance changing the insulin cartridge on the ilet while using fiasp. After guided troubleshooting, insulin delivery was resumed and a blood glucose of 259 mg/dl with a downward trend was documented, and later the user reported that glucose returned to range after experiencing a low on a separate call (MFR report # 3019004087-2025-08598). Symptoms included hyperglycemia. Outcomes included transient impact on glucose control without medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education regarding cartridge change and resumption of insulin delivery. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia was unclear. It was concluded that the event was user-managed with support and that no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.